Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. It was reported that there was a potential cerebral spinal fluid (csf) leak. The event date was listed as 2020. At the time the manufacturer was notified, the patient already had both the catheter and pump explanted. Dates of explant, location and physician performing explant are unknown. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if troubleshooting occurred. The issue was resolved at the time of the report. The explant happened sometime in the past without the manufacturer¿s knowledge so there was no opportunity to request return of device. There were no further complications reported/anticipated.